Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed (B)(6) 2021 on nasopharyngeal samples that were collected and tested directly immediately after collection. The customer reported that a new sample was collected on the same day and stored it in saline solution then performed a retest using pcr on the same day with negative results obtained. The customer also suspecting an end user error or due to the quality of the sample. There is no death or serious injury and delayed treatment on this issue.